Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit was received with scratched display window, cracked battery tube threads and cracked case at display window corners noted during visual inspection.

Event description:
Customer reported that he had unexplained high blood glucose and he was in a car accident while he was driving. Customer was taken to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Customer stated that his infusion set cannula was bent when it was removed. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.